Event description:
The client is reporting that the knife blade cut, but went too far at the tip of the instrument and the surgeon's intern cut his fingers. No other info provided. Procedure: urological.